Event description:
I had this procedure placed in (B)(6) 2010 and was never told that it contained nickel, nor was I given the skin test. I would have never had it done if I had known. Since having the essure procedure done, I have experienced multiple issues that have impacted my daily life and caused me to have additional surgeries. I fear it will not be over until I have had a complete hysterectomy. From the start, I had heavy bleeding, irregular periods (I bleed for 7 months straight after I had them inserted) cramping, sharp stabbing pains, back pain, joint pain, painful intercourse, chronic fatigue (so bad it's hard to get out of the bed some days) loss of energy, increasing severe migraines, nausea, dizziness, night sweats, cloudy thoughts, confusion, mood swings, sexual dysfunction (loss of interest), weight gain, severe bloating, hair loss, skin rashes. Some developed over time. Tingling sensations, numbness in extremities (hands and feet), nerve pain, muscle spasms, muscle weakness, temporary facial paralysis, stroke like symptoms, urgency to urinate, cysts/boils, bleeding after sex, anemia, vitamin d deficiency, issues with my teeth, blurring of vision and floaters, depression, weight loss, perforated fallopian tube (one coil is still missing inside me and cant be located via xray, CT scan or ultrasound, but they were both shown in proper place 4 months after placement, when I went in due to a positive pregnancy test), chronic uti's (I am having a procedure done next month to check for missing coil), I have had 10 or more in the past 1.5 years and even managed to get them on a daily antibiotic. I recently had my tubes and one coil removed. Although it has lessened the symptoms, the remaining lost coil still continues to ruin my life on a daily basis and rob my children of their mother, because I never feel like doing anything. I have (B)(6) twins and this was placed shortly after they were born, so in fact, I feel like they have never had a real mom thanks to this procedure.